Event description:
Information received by medtronic indicated that the pump was cracked from the back. Troubleshooting was performed and customer stated the insulin pump was neither bumped nor dropped. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Retainer ring=black. On (B)(6) 2022 customer called in with the following concern: current pump is no longer responding, patient also mentioned that there is a crack at the back of the pump where the battery goes. He confirmed he only noticed it today when he is not using the pump anymore. P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and severe corroded keypad traces was noted during visual inspection. Cleaned keypad traces with cotton swab and keypad showed some functionality. All buttons were tested while navigating the menus. Device passed displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals four stuck key alarm (61) were recorded from (B)(6) 2022 through (B)(6) 2022. Device also received with cracked keypad at select button, keypad overlay texture damage, cracked case(battery tube), cracked battery tube threads and broken belt clip rails. In conclusion, customer allegation was confirmed, unit was received with intermittent button response due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.